Event description:
It is reported that the screw head stripped on two screws. One was returned the other was implanted in the patient.

Manufacturer narrative:
As returned, damage is noted on the screw threads and on the screw head. A small amount of damage was noted on the head of the screwdriver. The screw was attached to the driver and tightened. It was noted that the screw that was returned could be securely attached to the driver that was returned, indicating that both the returned screw and driver were still capable of functioning together as intended. Stripping may be predominantly due to improper and/or off-axis seating of the driver into the hex of the screw or a combination of both. It is not known what caused the damage on the screw threads near the tip of the screw. There are no other complaints reported similar to this on any of the part numbers provided to determine the root cause of the event. Review of the device history records did not find any deviations or anomalies that would contribute to the event described.